Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by replacing the battery and the device subsequently "tested good".

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery fail alarm. No patient involvement was reported.